Manufacturer narrative:
Submit date: 05/24/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that during the connection of the peritoneal dialysis, it was noticed that the catheter was cut a couple of centimeters of the cap base at the level of the connecting.

Manufacturer narrative:
As no lot number was identified, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was returned for analysis and investigation; it consisted of one used pd catheter that presents signs of use (an unknown substance inside the tube). Visual inspection of the sample revealed that the tubing was cut approximately 3.5 centimeters below the cap. Photos maximized revealed an irregular cut in both parts of the tubing. Based on the sample evaluation the catheter was used and manipulated by the customer for an undetermined amount of time. Based on visual inspection, the catheter showed evidence of use and manipulation, this defect was not identified prior to insertion, it occurred after being in use for a period of time, which implies that the issue occurred after user manipulation. Based on the sample provided, this kind of hole/cut could be caused by an improper use of sharp objects or cleaning agents. Based on the available information there is enough information to discard the manufacturing process. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.